Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in the clinic, and while performing device interrogation the device revealed a code 1004 indicative of short circuit during shock delivery. Anti-tachycardia pacing (atp) was delivered with non-conversion documented. Shock was delivered with termination of ongoing ventricular fast rhythm. The shock impedance measured less than 20 ohms upon delivered shock and noise was noted on the shock egm. In addition, this device was exhibiting a delay in charge time and was not actually charging to the prescribed full energy. Boston scientific technical services recommended device replacement and evaluation of lead. Subsequently, this right ventricular lead was capped/deactivated and left in situ, a new lead was implanted. No additional adverse patient effects were reported. The device remains implanted but electrically deactivated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Correction to section: 4.5. E. Initial reporter initial reporter facility name this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in the clinic, and while performing device interrogation the device revealed a code 1004 indicative of short circuit during shock delivery. Anti-tachycardia pacing (atp) was delivered with non-conversion documented. Shock was delivered with termination of ongoing ventricular fast rhythm. The shock impedance measured less than 20 ohms upon delivered shock and noise was noted on the shock egm. In addition, this device was exhibiting a delay in charge time and was not actually charging to the prescribed full energy. Boston scientific technical services recommended device replacement and evaluation of lead. Subsequently, this right ventricular lead was capped/deactivated and left in situ, a new lead was implanted. No additional adverse patient effects were reported. The device remains implanted but electrically deactivated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in the clinic, and while performing device interrogation the device revealed a code 1004 indicative of short circuit during shock delivery. Anti-tachycardia pacing (atp) was delivered with non-conversion documented. Shock was delivered with termination of ongoing ventricular fast rhythm. The shock impedance measured less than 20 ohms upon delivered shock and noise was noted on the shock egm. In addition, this device was exhibiting a delay in charge time and was not actually charging to the prescribed full energy. Boston scientific technical services recommended device replacement and evaluation of lead. Subsequently, this right ventricular lead was capped/deactivated and left in situ, a new lead was implanted. No additional adverse patient effects were reported. The device remains implanted but electrically deactivated.